Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2012 during an esophagogastroduodenoscopy (egd). According to the complainant, during the procedure the clip locked onto the target site but would not release from the delivery catheter. The physician was able to manipulate the scope and release the clip from the delivery catheter. The procedure was completed using this device. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2012 during an esophagogastroduodenoscopy (egd). According to the complainant, during the procedure the clip locked onto the target site but would not release from the delivery catheter. The physician was able to manipulate the scope and release the clip from the delivery catheter. The procedure was completed using this device. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and not returned. The control wire was separated per design. Additionally, a kink was present in the control wire and the coil was bent near the bushing. The over sheath and sheath grip were not returned with the device. The complaint of failure to release was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.